Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia.

Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient faced an event on of high blood glucose on (B)(6) 2025. Also, the patient was sick and unwell. Therefore, the patient was admitted to hospital with blood glucose of 25.3 mmol/l. Also, the patient had ketones of 3.5 mmol/l.the blood glucose was treated by insulin infusion. Moreover, the patient was in hospital for less than twenty-four hours. No further information available.